Manufacturer narrative:
The lot number for this incident is unknown however, the initial reporter indicated that lot # 6280978 is a potential lot number as it is currently stocked. The following information is for the potential lot number: medical device lot #: 6280978, medical device expiration date: 09/30/2019, device manufacture date: 10/06/2016. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 22 g x 1.00 in. (0.9 mm x 25 mm) bd insyte¿ autoguard¿ shielded IV catheter was placed in a patient for cataract surgery. After surgery two nurses were unable to remove the catheter. An anesthesiologist was called to remove the catheter and as she attempted to remove it, it broke off in the patient. A tight wrap was placed around the patient's forearm and the patient received an x-ray. The x-ray confirmed that the broken catheter was in the patient¿s subcutaneous tissue of his/her left wrist. The anesthesiologist attempted to remove the catheter but was unable to do so. She placed two sutures in the small wound and gave the patient 1gm of IV ancef. The patient was later transferred to another hospital for an unrelated reason. While in the hospital the broken catheter was removed surgically.

Manufacturer narrative:
Results: a sample was not returned for evaluation, however, the customer returned two photos of the affected device. A photo inspection revealed a comparison between an unused catheter/adapter intact and a used catheter adapter that had media present and was missing a portion of catheter tubing from the tip. A review of the device history record revealed no irregularities during the manufacture of the potential lot # 6280978. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. There was no physical evidence provided to confirm or support manufacturing process related issues for the failures the customer experienced.